Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. No unexpected check settings alarms noted during testing. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed motor error. Customer's blood glucose was 240 mg.dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.